Event description:
Customer reported receiving an error message and additional icons on her unlocked freestyle flash meter. The device is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customer and retailers have been informed through the letter.